Manufacturer narrative:
Following the reported event, four devices were returned for evaluation. Upon review, it was determined that the jaws of all four devices were able to be opened and closed without issue. Steris has notified the supplier, ags medtech of the reported event. The devices subject of the reported event were returned to ags medtech for further evaluation. The supplier reported that the forceps worked as expected. The reported issue could not be duplicated. The IFU for the biopsy forceps states, "the whole device should be checked whether there is any damage (i.e., bend of connection part and inflexible opening and closing of forceps) before using this product. If the problem exists, please do not use. Do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only. Potential complications: those associated with gastrointestinal endoscopy include, but are not limited to: mucosal tearing, swelling, bleeding, perforation and infection." A steris clinical specialist offered in-service training on the proper use of the centra biopsy forceps serrated needle; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the manufacture/expiration date are unknown; therefore, were not included in the MDR."

Event description:
The user facility reported that during a patient procedure their centra biopsy forceps were "tearing tissue." No report of procedure delay.